Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. No product was shown in the picture, it could not determine if the device met the specification. The picture showed the package lidstock and the labels. The device was not shown in the picture. The reported condition was not confirmed. The investigation found no product was shown in the picture. The customer is advised to return the product, so a complete evaluation can be performed. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the device had an incomplete seal then knife was deployed causing patient bleeding. There was no patient injury.